Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting: health effect clinical code: (B)(4) no clinical signs, symptoms or conditions. Health effect impact code: (B)(4) no health consequences or impact. Medical device problem code: (B)(4) failure to aligh. Type of investigation: testing of actual/suspected device. Investigation findings: wear problem. Investigation conclusions: cause traced to maintenance.

Event description:
Pentax medical was made aware of a complaint on 11-aug-2020 that occurred in the operating room during use in the united states. The user facility reported complaint was initially reported to pentax medical on 06-aug-2020, stating that the elevator was broken, no angulation. During their reporting they also stated that the elevator did not work during the procedure. While doing fnb , we could not push needle out, involving pentax medical video ultrasound gastroscope model eg-3870utk, serial number (B)(4). The case was terminated. No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. On august 10th 2020, the endoscope was received at pentax service facility for further evaluation and on 11th aug 2020, the evaluation was completed where the inspector confirmed the user experiance along with additional findings. The findings are as follows: elevator body fna needle is coming out not aligned, residue on elevator body, elevator knob play, passed wet leak test, insertion tube abrasion, distal body chipped, passed dry leak test, customer complaint confirmed, eus cable short bump at junction root brace, fluid invasion not observed in pve connector, fluid invasion not observed in control body, ultrasound image has broken channel, suction tube mild resistance, elevator washing tube clogged. The endoscope was repaired where the elevator wire was adjusted and returned to the user on 27aug2020 on delivery 82124546. On 05-nov-2020, a device history record(DHR) review for model eg-3870utk, serial number (B)(4) was performed under ivai-20-110003, the DHR review confirmed the endoscope was manufactured on 11-jan-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Model eg-3870utk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 20-jan-2017.